Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a chafing irritation that became open from the patient scratching. The patient received cavilon lotion from a wound care clinic. Follow up indicated that the irritation healed.